Manufacturer narrative:
UDI is not provided as the device was manufactured prior to the requirement.

Event description:
Reference manufacturer numbers: 1627487-2021-01424, 1627487-2021-01425, 1627487-2021-01426, 1627487-2021-01427 it was reported that the patient's scs system was explanted on an unknown date due to an infection. Information regarding the explant and infection is not available to the manufacturer at this time. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.